Manufacturer narrative:
MFR's report date: 12/2/2010. (B)(4). Pt info requested and all available info is included in sections a and b. The reported possible overinfusion of hydromorphone was investigated through a review of the associated pc unit event log. According to the log, the initial syringe was morphine and 22 mls was delivered over a little less than 4 hours. The syringe was changed to hydromorphone (0.2 mg/ml) on (B)(6) 2010 at 4:44 pm. After delivering 5 pca doses (2 mls each), the user changed the lockout period from 10 minutes to 6 minutes and the max limit from 12 ml/hr to 20 ml/hr. It was noted that the user received a guardrails warning that the max limit was exceeded and the user chose to continue. At 12:51 pm on (B)(6) 2010, the pca module was turned off. Total volume of hydromorphone was approx 79 mls over approx 12 hours. The root cause of the customer's experience was not definitely determined. The programming parameters found in the log appear to match what the customer reported to be the intended orders.

Event description:
Pt had a pca change from morphine (about 12 hours worth) to hydromorphone (10/20 about 6 pm) and at a point in time after that, the pt subsequently respiratory arrested. Medical intervention provided (details are not known). No permanent injury was reported and the pt was discharged on (B)(6) 2010. An event log review was requested. Intended programming was 2 ml pca dose with 10 minute lock-out, zero basal, one hour limit of 12 ml. If not adequately controlled: the 2 ml of pca dose with a 6 minute lock-out, zero basal and 1 hour limit of 20 mls.